Manufacturer narrative:
Date of implant: estimated 2014. (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had impedance issues. Diagnostics indicated the impedances were high. In turn, the system was explanted.